Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. A few days later, the patient developed hives and was treated with steroid injections, oral benadryl, atarax, zantac and xanax. The hives continue to come and go. The patient is now being seen by an allergist, who is planning on doing a patch test. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.